Manufacturer narrative:
B3: date of event; occured in month of april device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint could not be confirmed or duplicated. The device is beyond economical repair.

Event description:
It was reported that the product was going into over temp. It is unknown if there was patient involvement.